Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider was stiff and did not move well, it got stuck and broke implant tip" during implantation in right eye. The surgery was completed with a backup xen. Device not returned. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. For material integrity - intraoperative breakage during the functionality test, a stent was not observed to deploy upon actuation; therefore, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. Investigation result: the category/ subcategory of injector - slider resistance was not verified based on the test results in the sample investigation. The category/ subcategory of material integrity - intraoperative breakage was unable to verify since testing cannot be performed as described in the sample investigation.

Event description:
Healthcare professional reported a xen®45 gts "slider was stiff and did not move well, it got stuck and broke implant tip" during implantation in right eye. The surgery was completed with a backup xen. Device not returned. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "slider was stiff and did not move well, it got stuck and broke implant tip" during implantation in right eye. The surgery was completed with a backup xen. Device not returned. No eye injury reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5.